Manufacturer narrative:
(B)(4). The complaint device was returned for investigation. The device passed external visual inspection. A review of the receiver data log found no errors related to the customer complaint. The device failed the manual sound drop test and the audio portion of global receiver functional testing. The investigation also found that there was high resistance across the speaker. The customer complaint was confirmed. The root cause was determined to be defective speaker assembly.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report no audio output from the receiver that occurred on (B)(6) 2015. At the time of contact, the patient did not report any injury or medical intervention.